Event description:
A report was received that the patient had a lot of clear fluid draining at the incision site. The physician confirmed that it was not an infection and that it was just a fluid build-up in the pocket. The patient underwent a revision and debridement of the wound. The patient was doing well following the procedure.